Event description:
On 19dec2022 nalu reporting group became aware of an aborted procedure. Surgical procedure to implant a trial system was initiated, however the physician was not able to access the epidural space and thus aborted the procedure.